Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A gooseneck snare was used as an auxiliary device when approaching the leadless pacemaker, but the loop was damaged and could not be used as intended. It was reported the loop had partially ruptured (not completely severed), resulting in a state in which the loop could not grasp the micra leadless pacemaker. The vasculature was mildly tortuous. No anatomical abnormalities were reported. No patient injury was reported. The device was replaced in order to complete the procedure.